Event description:
Customer reported device = hi. Customer was advised by pharmacy to go to the hospital. Customer took 500 mg of a diabetes medication at 11 am. Twenty minutes later, customer's device = 596 mg/dl. Customer took 2 mg of another diabetes medication at noon. Customer took more diabetes medication at 6:30 and 7:30 pm. Customer was taken to hospital at 8:00 pm. Hospital device = 82 mg/dl. Customer was given an IV, two EKG's and other treatment for a slight heart attack. No controls used. A request was made for return product and replacement product was sent.